Event description:
During hip replacement surgery, actis reamer tip broke off and was retained in the femoral canal. Reamer was being used to expand the inner diameter of the femur to accomodate the femoral component. The reamer broke at the junction of the reamer leaving approximately 6cm piece within the shaft of the femur. It was determined to be unsafe to try and remove the piece and in order to not compromise the femur it was left in place. Surgery was completed and it was determined that this would not require any changes in postoperative care. Patient discharged in stable condition.